Event description:
Title: location-specific technical nuances of spinal meningioma resection: an operative video case series. The objective of the video was to demonstrate technical nuances of intradural spinal meningioma (ism) resection through a high-quality surgical video. The patient is a 60-year-old female presenting with cervical myelopathy. Preoperative imaging reveals a large, calcified mass at the cranial-vertebral junction. The dura is then opened with an 11 blade scalpel. Dural tack-up sutures are placed and tethered to the posterior paraspinal musculature. Throughout the duration of the operation, it is important to frequently retension the dural tack-up sutures. This maneuver allows for continued traction and countertraction of the mass. They aim to expose the caudal end of the tumor. The dura is then closed with a running 6-0 prolene suture. Fibrin glue is then injected over the suture line for extra reinforcement. Reported complications include the patient¿s immediate postoperative course was complicated by a symptomatic pseudomeningocele. This ultimately required a revision dural closure and temporary spinal fluid diversion. In conclusion, the patient continues to have resolution of her preoperative myelopathic symptoms 5 months after surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: neurosurg focus video. 2023 oct 1;9(2):v13. Https://doi.org/10.3171/2023.7.focvid2339 pmid: 37859943; pmcid: pmc10583821.